Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device did not alarm for occlusion was not determined because no product or device logs were returned.

Event description:
It was reported by customer that the hospital default setting for the occlusion pressure limit with disc is set at 1000mmhg on the syringe pumps. The IV line was clamped and did not alarm until the pressure in the tubing reached the 1000mmhg. As a result, the baby did not receive the ordered dopamine infusion for two (2) hours. The patient required a bolus dose as well as "additional interventions" and monitoring. Customer reports that each time a syringe pump is used, it requires the clinician to go into ¿options¿ on the pump and change the setting for the ¿occlusion pressure limit with disc¿ from 1000mmhg to auto pressure. In this situation, the clinician inadvertently forgot to reset the pressure limit. Although requested, additional information was not provided by the customer.